Manufacturer narrative:
The investigation for the reported the lack of lv waveform data has been completed. The cause of the issue and its relation to the impella automated controller device was not determined since the product, data logs, and sufficient clinical information were not provided. Per the results of the clinical review and investigation, the root cause could not be determined this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, the pump was turned on, the numbers were displayed, but suddenly disappeared (lv waveforms are displayed). The console was replaced to address the issue. There was no report of patient harm or injury.